Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product type accessory product ID 977a275 lot# serial# (B)(6) implanted: explanted: product type lead h3: analysis of the lead ((B)(6)) found that the lead body conductor was broken within 10cm of the connector area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 20-apr-2025, UDI#: (B)(4). Report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after inserting the lead into the epidural space, impedance testing was performed and found that ¿only electrode #15 was higher than 40000 ohms, making it unusable.¿ it was stated that ¿this was an abnormal impedance value, especially at a stage when no procedure was performed to damage the lead.¿ the lead was disconnected from the wireless external neurostimulator (wens) and switched to a different port in an effort to troubleshoot he issue; however, the ¿same electrode part became abnormal, so the problem was identified as a lead problem.¿ the patient¿s physician observed the cause of the issue to be product malfunction during normal use. The lead was replaced as a result of the event and ¿the impedance value was improved;¿ the issue was resolved at the time of report. It was stated that the lead was ¿never implanted.¿ there were no surgical interventions planned or performed and the chronic pain patient was alive with no injury at the time of report. No complications were reported or anticipated.